Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she charges every morning and by the next morning the implant is usually dead. The patient stated it takes 1.5-2 hours to charge depending what the implant is at. The patient noted that she turned it down and she was getting nothing because she had to turn it down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that ¿about 2 weeks ago¿ the stimulation would turn itself off when she would plug the controller into the wall to charge the controller. The patient would charge the ins and then plug the controller into the wall and then she would not feel the stimulation. The patient would take the controller and the controller would show that stimulation was off and she would turn stimulation back on. The patient was to document the circumstances of when the ins was turning off and would contact their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they didn't know the circumstance that led to the stimulation turning off on its own. The patient reported that the issue wasn't resolve. The patient called the manufacturer and they helped as much as they couldn't. The patient planned to see a doctor as soon as she could. No further complications were reported.